Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was over 600 mg/dl at the time of incident. The customer reported that the battery cap was loose. Customer declined troubleshoot for high blood glucose. The pump will not be returned for analysis.